Event description:
A customer reported experiencing three cartridge failures over three days, where new cartridges became unusable after 12 hours, causing inconvenience and financial strain. There was no adverse impact to the customer's blood glucose level as a result of these failures. Technical support decided to replace the customer's pump, and the customer was instructed to return the faulty pump within ten days to avoid charges. The customer will continue using the current pump temporarily and was informed they need to program settings and connect their cgm to the replacement pump. The customer acknowledged understanding all instructions provided by technical support.